Event description:
During product evaluation, the pump failed an accuracy test for under infusion. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of a failed accuracy test for under infusion was confirmed during product evaluation. This event was caused by a faulty pump head mechanism. The pump head mechanism was replaced.